Event description:
The customer reports in a voluntary medwatch, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover dislodged from the housing of the scope. This was not noticed at the time of the procedure. After being discharged to home, the patient called the physician complaining that he felt like something was stuck in his esophagus. The patient then coughed up a ¿piece of plastic¿. The patient sent a photo to the physician. The piece the patient coughed up was identified to be the single use disposable cover that was used in the procedure. The patient had no residual complaints or symptoms and is doing well. No other consequences to the patient are reported. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure.